Event description:
(B)(4) - "this is the complaint from the market. Please refer to the complaint sheet for investigation." "During the surgery, a piece of gum dropped into the patient's body. However it was retrieved from inside of the patient's body. The customer cut off the duckbill to check the breakage portion of the septum. Also, the patient was not injured. (B)(4) checked the duckbill and the septum. As a result, we found that the septum was broken. However, the duckbill had been cut off by the customer. We would like to know the following two points. Why was the septum broken? Which of these products seems to have caused the broken septum?"

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.